Manufacturer narrative:
D6a - date of implant: (B)(6) 2014

Event description:
It was reported, during an in clinic follow up, overestimation of the remaining longevity was observed on the device. Technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.